Event description:
Additional information was received from the customer stating the gauze was not used in a surgical setting.

Manufacturer narrative:
Correction: additional information was received from the customer stating the gauze was not used in a surgical setting. Additional information: after additional information was received and with further review of the complaint details it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported they were using the gauze to bandage a surgical wound when they discovered the bandage was fraying and falling apart. There was no harm to the patient.